Manufacturer narrative:
A4: unk; a5: unk; a6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon, before loading a 12.1mm vticm5_12.1 implantable collamer lens, -07.50/+2.5/180 (sphere/cylinder/axis), found a foreign body adhesion on the lens. The surgeon removed the foreign body adhesion but decided not to use the lens. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
Corrected data: d9- "04/26/2023" should be added. B5- the reporter indicated that the surgeon noted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -7.50/2.5/180 (sphere/cylinder/axis) has a foreign body adhesion on (B)(6) 2023. Reportedly "before loading the surgeon found the fb adhesion and tried to remove it using bss. Removed but not used". The lens was not implanted. On the same day a replacement lens was implanted into the left eye (os) and the problem was resolved. The cause of the event is unknown. H6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. There was evidence of residue and debris thoughout the lens. Claim # (B)(4).